Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and the dim display was replaced with a test display, which functioned properly.